Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 06-apr-2024, it was reported that the infusion set was leaking at the site. The infusion set had been in use for 2 days. The blood glucose level at time of issue was around 16 mmol/l. Customer replaced infusion set and resumed insulin successfully. No further information available.